Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a sponge stick. The customer reports that during a vaginal hysterectomy the sponge fell off the stick. The customer further reports the sponge had to be removed using an instrument and no additional medical intervention was needed to her knowledge.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.